Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of cervical cancer and capsular contracture are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and cervical cancer.

Event description:
Patient called to report left capsular contracture baker grade unknown, psoriatic arthritis, brain fog, joint pain, autoimmune issues, anxiety, fatigue, and cervical cancer. Device remains implanted.

Manufacturer narrative:
Disregard e1801 as it's not device related and not reportable.

Event description:
Patient reported left capsular contracture, baker grade unknown. Patient also reported psoriatic arthritis, brain fog, joint pain, autoimmune issues, anxiety, fatigue, and cervical cancer (not device related). Device remains implanted.